Event description:
A peritoneal dialysis (pd) patient experienced abdominal pain, weakness, and cloudy drainage fluid. The patient went to the hospital however, it was not reported if the patient was hospitalized for the events. The cause of the events and treatment were not reported. At the time of this report, the patient was recovering from the events. Pd therapy was ongoing. The reporter declined to provide additional information.

Manufacturer narrative:
This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.